Event description:
Pt called lfs alleging that their meter was reading inaccurately erratic. Pt did not have any symptoms. Pt reported blood glucose results of "277 mg/dl, "153 mg/dl", "107 mg/dl" and "234 mg/dl" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No medical care was received from a health care professional. The control solution and check strip tests passed. The pt reported that the meter started powering off during use and they had recently replaced the batteries. The customer svc rep educated the pt on automatic shutoff (2 mins if no test strip is inserted and 5 if test strip was inserted). The customer svc rep replaced the meter because it did power off before the time was up.